Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting knife could slightly be protruded from the tube. The distal end of the cutting knife was melted and burned. The cutting knife was partially missing about 13 to 18 mm. As a measurement result of the outer diameter of the cutting knife, there was no abnormality. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the electric discharge occurred and a part of the cutting knife became extremely hot, resulting in breakage due to any of the following possible causes. Activating output in the ¿coagulation¿ mode. Excessive output level or activation time. Stop moving the cutting knife. *contacting tissue at a point. The above device handling has warned in the instruction manual as follows. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as perforation, bleeding, or mucous membrane damage. When activating output, set the output mode of the electrosurgical unit to ¿cut¿ or ¿endo cut®¿. Activating output in the ¿coagulation¿ mode or ¿blend¿ could break the cutting knife of the instrument. This could cause patient injury such as perforation, bleeding, or mucous membrane damage. Always operate the electrosurgical unit at the minimum output level. And when applying output, keep moving the cutting knife. When the knife stops at the high output level and touches tissue at a point, concentrated electric current could cause the distal tip of the knife to dissolve and come off in the body. This could result in perforation or bleeding.

Event description:
During an unspecified procedure, the subject device was used. The distal end of the cutting knife was not extended from the tube. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On september 8, 2020, omsc found that the cutting knife was partially missing. This is the report regarding the missing of the cutting knife.